Manufacturer narrative:
The reported oad was received for analysis. A visual examination found a stent wrapped around the driveshaft and crown along with adhered biological material. The driveshaft and crown were examined and did not exhibit any damage which would have contributed to the reported event. When tested, the oad functioned at all speeds as expected with no anomalies noted. The instructions for use (IFU) for the reported device states "use of the oas is contraindicated if the target lesion is within a bypass graft or stent." At the conclusion of the device analysis investigation, the reported event was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck on a stent. During treatment with the oad, the device was operated inside of a previously placed stent. When attempting to remove the oad from the patient, the device became stuck on the stent and the stent was removed with the device. Balloon angioplasty was performed and a replacement stent was placed to complete the procedure. The patient was in stable condition following the procedure.